Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as garment is tight and irritating, the patient also has an open wound and redness under the breast area. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse applied a patch over the skin irritation. The patient is currently hospitalized and does not need to wear the lifevest. The outcome of the irritation is unknown as follow up attempts were unsuccessful.